Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp)'s surgery, where the pump was implanted and removed during the surgery, due to malfunction. No patient complications were reported regarding this event. Additional information was requested and will be provided as it becomes available.